Event description:
It was reported that pump displayed alert stating there was no insulin in cartridge even though insulin remained, which led to need to change cartridge supply. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding further actions taken or outcome of event.